Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Labelling review: the instruction for use was reviewed: ''screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw breakage, and lead to loss of friction fit performance.'' Part disposed, part left in patient.

Event description:
Primary hand procedure. It was reported that after achieving bi-cortical fixation of the patient's finger, the head of the screw broke off as the surgeon attempted to give it an additional turn. The screw head was removed and disposed in the sharps container, the implanted threaded portion was left in the bone. A second screw was implanted (surgeon did not report this was a result of the first screw breaking) and the procedure was completed successfully with no delay. Surgeon reported that he is satisfied with the completion of the procedure. Rep confirmed that no further information is available.